Manufacturer narrative:
Both leads are expected to be returned to boston scientific for further analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inappropriate shock due to the oversensing of noise on the ventricular channel. Lead testing revealed that the pacing impedance measurements were below 200 ohms. An insulation issue was suspected and a lead revision was performed. During the revision, insulation damage was noted on the rv lead as well as the right atrial (ra) lead. The ra lead was successfully explanted. The rv lead was unable to be completely explanted, so it was cut below the damaged portion and the distal portion was capped and surgically abandoned. The proximal portion of the rv lead will be returned for laboratory analysis. New ra and rv leads were successfully implanted from the other side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the right ventricular (rv) lead was performed. The proximal segment of the right ventricular (rv) lead was received, severed approximately 355 millimeters (mm) from the terminal pin. Visual inspection noted both the internal and the external insulation was abraded through to the conductor coil, approximately 325-350 mm from the lead's terminal pin. Electrical testing was performed and revealed that the proximal high voltage cable was not electrically continuous, indicating that it had fractured. Both the pace/sense conductor coil and the distal high voltage cable met specifications during testing. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.